Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. It was reported that the surgeon did not notice anything prior to implantation but was present after implantation, though there was high magnification upon implantation that during lens loading into a lioli device. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).